Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: a suture piece of product code z464h was returned to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, in addition the ends were observed broken possibly from a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained via: could you please confirm what was the exact issue? =>the suture was broken at 1cm from the swage part during use. Did the suture got broken? =>yes. Did the suture got separated from the needle? =>no. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery on an unknown date and suture was used. During the procedure, it was reported that the suture broke at 1cm from the swage part during use. No adverse patient consequences were reported. Additional information was requested.